Manufacturer narrative:
This complaint was documented subsequent to the initial reporting. A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check, conducted on 31st march 2025, concluded, that the device was in compliance with dornier specifications. Splenic rupture is listed as a potential complication within the basic safety instruction (medical information) in the dornier delta iii operating manual. Details concerning individual patient complications outside of the confirmation of splenic rupture following the procedure were not provided to dmta for review. It was confirmed for dmta that the identified patient was treated for the complication and released following treatment. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufacturing and functioning within dornier specifications.

Event description:
Splenic rupture was reported and initially reported to FDA under 1037955-2025-00012 on 04/14/2025.